Event description:
It was reported that during a colostomy reversal procedure, the device cut but did not staple. When the anastomosis was inspected, some unformed staples were noticed. The surgeon stated that the gap setting was in the green zone and the firing force was higher than normal. No crunch sound was noticed when the device was fired. The anastomosis was hand sutured to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.